Event description:
Upon inspection of the foley balloon before insertion it was noted that after deflating the balloon a firm ridge is left around the tip of the catheter. Further inspection noted that the package identifies the balloon as being 3cc yet the product itself it is listed as a 5ml balloon. Patient was being prepped for surgery and the foley was inspected prior to insertion.